Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (patient rep) regarding an implantable neurostimulator (ins). The reason for call was patient rep stated that the patient's stimulator keeps shutting itself off. Patient rep stated that they have to turn the stimulation back on with the therapy button and it will be on for a day and then the next day they will start to charge it and it hasn't discharged at all. Agent asked patient rep if it was the controller or stimulation that was turning itself off and patient rep said they didn't know. Patient rep then said that the implant battery is not discharging and going down in charge. Patient rep mentioned the issue has been going on for probably a couple weeks and they have been trying to deal with it and finally their back is about to kill them now. Caller denied any recent falls or trauma. Patient rep mentioned the patient's back was about to kill her. When asked for event date, patient rep mentioned the pain was always there, the stimulator was not working so the patient's back hurts. During the call, patient rep unlocked the controller; patient rep confirmed stimulation was on in group b and patient rep confirmed the patient can feel the stimulation in their feet. Agent instructed patient rep to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient rep through resetting the controller; controller showed 100% and implant 90%. Agent instructed patient rep to start a charge session; implant was recharging with excellent quality. Patient rep denied any recent falls/trauma. Agent reviewed with patient rep external equipment are functioning as intended. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they pulled the battery out of the controller which rebooted the unit. It hasn't shut itself off since.